Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the events following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2011 by a consumer and follow-up was received from our quality department on (B)(4) 2011 - (B)(4). This case involves a (B)(6) female patient who was treated with poly-l-lactic acid (sculptra) on (B)(6) 2011 for facial filling (dosage, location of injections, batch number and expiration date not reported). This patient reports she was treated with poly-l-lactic acid and two hours after treatment, she started to experience swelling on her face. The following day the swelling caused her face to be disfigured. A physician prescribed an unspecified corticoid drug as corrective treatment, but the patient refused to take it. An unspecified "strong" anti-allergic medication was prescribed (dosage not provided), but was then interrupted nos. The patient then started taking fexofenadine (allegra). As an additional corrective treatment, she washed her face some times with thermal water. She also underwent an unknown procedure with light, which helped improve the swelling. On an unspecified date, the patient started to present with darkened skin under the eyelid, similar to melasma, and pain on the left eye. She mentioned she received poly-l-lactic acid injections on two unspecified sites on the left side, which worries her. The patient recovered from the swelling, but has not recovered from the other events. No test was performed and the patient received no drug concomitantly to poly-l-lactic acid. Significant/relevant medical history: none. Relevant concomitant medications: none. Action taken: unknown. Corrective treatment: cetirizine hydrochloride, fexofenadine hydrochloride, thermal water, light procedure. Outcome: recovered for swelling on face. Not recovered for disfigured face, darkened skin under eyelid and pain on left eye.